Event description:
It was reported that syringe 0.5ml 1/2in 90 bx 450 mo had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: material no. 328279 batch no. 8303981 it was reported that there is hard substance on the tip of the needle. Verbatim: consumer reported that there is a hard substance on the tip of the needle (1 syringe). Consumer does not re-use, sending sample for evaluation.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a hard substance on the tip of the needle. The returned syringe was examined and exhibited an orange tinted piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. A review of the device history record was completed for batch# 8303981. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200780078] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 10dec2019, holdrege received a complaint, via a picture, from material 328279, batch 8303981. Visual inspection of the picture showed a small piece of material on the tip of the cannula. Ftir analysis determined that it is most likely polyethylene mixed with silicone. Process summary: hubs are pea-shot from the container through stainless-steel tubing. They then travel through the cyclone, drop through a diverter, and split between two hub loaders. Hub loaders assemble the hubs on to the rack. Racks loaded with hubs travel down a conveyor towards the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Thee racks then travels through pim, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for cannula lube application and then through the lumen blow to remove any clogs. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this complaint. No definitive root cause can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 1/2in 90 bx 450 mo had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: material no. 328279, batch no. 8303981. It was reported that there is hard substance on the tip of the needle. Verbatim: consumer reported that there is a hard substance on the tip of the needle (1 syringe). Consumer does not re-use, sending sample for evaluation.